Manufacturer narrative:
The component has not yet been returned to the facility for evaluation. A follow-up MDR will be submitted when the product is received and an evaluation is completed.

Event description:
The customer stated that the hmod30000 within the beq-top 9004 pack "came off" of the pediatric holder adapter during transport and fell to the floor. The component fell on the venous side of the membrane and snapped off the stopcock of the venous luer. The holder did not seem to engage with the hmod30000 when seated properly to the pediatric adapter. The mode of support was veno-arterial. Customer stated that the pt lost blood, approximately 30ml. The suspension of support was tolerated well by the pt.